Manufacturer narrative:
Distributor performed evaluation and any necessary repair. Distributor performed evaluation and any necessary repair.

Event description:
It was reported by the distributor that the brakes were not holding properly due to damaged casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.